Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 2 of 2 for this event.

Event description:
As per report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where three devices were used. During the procedure there was a single leaflet device attachment with the first and the second device. This case was already considered a multi-device strategy. During the procedure imaging difficulties and challenging anatomy were reported. There was no difficulty while removing the sutures. The grasping position for the first device was lateral commissure. There was an slda on anterior mitral leaflet. The grasping position for the second device was a2/p2. The slda happened on the posterior mitral leaflet. A third device was used but it was bailed out as there was no chance of a good mitral regurgitation reduction although several positions were tried. The decision was made to bail out and to do a surgery. The grade of regurgitation remained severe from starting procedure, at the time the sldas happened and after the procedure. On pod2 the surgery was performed and went well. The patient is in good condition.

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. Available information suggests that both patient condition and procedural factors likely contributed to the event due to complex anatomy and difficult imaging during the procedure. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
On pod2 a mitral valve replacement surgery was performed, with the two pascal explanted, the surgery went well. The patient is in good condition.